Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components was performed and no quality issues were identified. The blades were verified to be in the handles, passed alignment inspection, and passed the pull test. The blade/knife were not returned from the end user for review. Magnified photos of the device have not been received for review. No adverse event was reported at this time. Complaints will continue to be monitored. Appropriate materials were selected to meet the design requirements. No further control measures are deemed necessary at this time.

Event description:
It was reported that the blade was turning during the surgical procedure. A knife was used to make an auxiliary incision with an ophthalmic scalpel and it was found that the blade of the knife was turned over, which resulted in unevenness of the incision and damage to the corneal endothelium after puncture. Intervention was made during the surgical procedure to reduce the infection caused by poor incision closure and completed the surgical procedure. The patient was treated with an operation called "ultrasonic emulsification removal of cataract and iol implantation in the right eye" under local anesthesia.